Event description:
Device malfunction: stuck device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriortomy closure after a diagnostic procedure. The device became stuck in the pt. It was able to be removed using counter-tension. Hemostasis was achieved with the device. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.